Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Correction: the correct instrument associated with this complaint is related to a fenestrated bipolar forceps instrument and not a permanent cautery hook instrument. Refer to the updated product information in section d. Intuitive surgical, inc. (Isi) has not yet received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the fenestrated bipolar forceps instrument's metal clasp broke off and fell inside the patient. While there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur. As of (B)(6) 2021, a review of the site's complaint history revealed pr ID# (B)(4) is a related record of pr ID# (B)(4). A remotefe/ log review was conducted, which resulted in the following findings: the logs show the customer used the following the fenestrated bipolar forceps instrument part# 470205-17 lot# n11200824-0071 on (B)(6) 2021 with system sk2333 during a total gastrectomy procedure. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. No image or video clip for the reported event was submitted for review. Advanced technical review was not required adequate information has been obtained to investigate the complaint. No further advanced technical review escalations required.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the permanent cautery hook instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. A review of the site's complaint history revealed no other complaints for this product. A log review was conducted, which resulted in the following findings: the logs show the customer used permanent cautery hook part# 470183-14 lot# n11200824-0058 on 29-mar-2021 during the total gastrectomy procedure on system (B)(4). The permanent cautery hook instrument was last used on 05-apr-2021 and had 0 lives remaining. This last usage of the device was after the reported event date, indicating that the device was used in a subsequent procedure. No image or video clip for the reported event was submitted for review. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that permanent cautery hook instrument metal clasp broke off and fell inside the patient. While there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur. Additionally, if this failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was noted that the metal clasp broke off at the wrist of the permanent cautery hook instrument. The customer was unable to remove the instrument from the trocar as it was stuck. The customer reportedly had to remove the instrument with the trocar together to take it out of the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator and obtained the following additional information: the robotic coordinator informed that she was not present; however, did see the permanent cautery hook instrument. It was noted that were the shaft meets the metal at the wrist was broken and a circle part was missing. The robotic coordinator informed the instrument was used for dissecting and was utilized for one hour prior to the break. It was unknown if there was any instrument collision or if a backup instrument was used. The robotic coordinator clarified that the missing piece had fallen into the patient. As a result, the surgeon used a lap instrument to remove the fragments. A visual inspection with the camera was performed and the robotic coordinator informed there were no other fragments observed inside the patient. No additional post-operative test, x-rays, nor ultra sounds were performed to check for remaining fragments. The robotic coordinator informed that the fragment/piece was not returned with the instrument and it had been disposed. As for the trocar, the robotic coordinator was informed from the sterile reprocessing personal that they were able to remove the instrument from the trocar, and stated that the trocar will not return for evaluation. There was no video/image available for review. The robotic coordinator confirmed the procedure was completed robotically with no patient injury or harm.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.